Manufacturer narrative:
Section h6, results code of the initial medwatch report indicates operational problem identified; section h6, results code of the initial medwatch report should indicate results pending completion of investigation. Section h6, conclusion code of the initial medwatch report indicates cause not established; section h6, conclusion code of the initial medwatch report should indicate conclusion not yet available. H6: stryker failure analysis center further evaluated the customer's device and observed that the readiness indicator was inoperative which resulted in the device to indicate all three icons (charge-pak, attention and service wrench illuminated. The cause of the reported issue was determined to be due to an inoperative readiness indicator.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (service wrench, attention, charge-pak ) on its readiness indicator. With all three icons illuminated, the device may not have sufficient power available to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer will be provided with a warranty replacement. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (service wrench, attention, charge-pak ) on its readiness indicator. With all three icons illuminated, the device may not have sufficient power available to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported event.